Event description:
In this case, it was reported that the ring was explanted after an implant duration of approximately 31 months due to endocarditis. Based on the follow-up with the health-care provider, it was learned that the explant was patient related and not related to any device malfunction. The explanted ring was replaced with a 25mm edwards valve. No other details.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case the source of the reported infection was not provided. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.